Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure during 2007. The pt was referred to the reporting surgeon two weeks after the procedure for persistent one-sided inguinal pain. The surgeon was considering treatment options for the pain; however, the pt's insurance plan would not pay for medical care by the surgeon, so the pt cancelled her office appointment. No further info was available.